Event description:
After a cystoscopy bladder stone fragmenting procedure while the pt was still under general anesthetic, it was noted that the pt had a distended abdomen. Cystogram was performed and revealed perforation at posterior bladder wall. Laparotomy was performed to repair perforation. Small portion of bladder calculus retrieved from retroperitoneal area.